Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 146840, catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 268470, catalog #: 110031399, mini tray std cocr +0 offset, lot # 64599360, catalog #: 110031418, cr prolong 36mm brng std, lot # 64361181. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right reverse shoulder arthroplasty and was subsequently revised due to glenosphere disassociation approximately two (2) months post primary implantation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as the x-rays showed disruption of the hardware with disassembly and malalignment of the joint. Also upon return and visual inspection it was found that the poly on the tray has been deformed and there was scuffing on the outside diameter of the glenosphere. Dimensional analysis of the mini taper identified the device was conforming to print specifications during manufacturing. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.